Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred on an unknown date in (B)(6) 2014. The device was returned for evaluation with approximately 120 ml of solution in the bladder. Visual inspection identified a tiny white particle, approximately 1.00 mm in size, floating in the solution of the bladder. Itr spectrophotometer scanning found the particle to be polyester material. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was found in the solution of a small volume folfusor. The size and color of the particle were not specified. This was noticed after filling with fluorouracil (non-baxter product) and before patient connection. There was no patient involvement. No additional information is available.